Event description:
Device 1 of 2. Reference MFR report 1627487-2014-03536. It was reported the pt experienced uncomfortable heating at his scs ipg pocket site while charging. The pt's scs ipg was explanted and replaced with a different model which resolved the issue. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and the other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.